Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was notified by their dexcom device that the cgm reading was high (no specific reading reported). The patient sat down on the couch, began feeling confused, and eventually lost consciousness. Ems was called by the patient´s grandmother, and the patient was treated with intravenous fluids to raise the blood glucose level, and saline. The paramedics stayed for about 30 minutes, and when they left the blood glucose reading was 154 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.